Event description:
It was reported that this patient received multiple inappropriate shocks. This patient was lying in bed at the time. It was noted that this patient is an inmate. The ias also occurred while in the hospital. This s-ICD had been previously programmed to alternate vector and the smart pass feature was off. Automatic setup was run again, and this s-ICD chose primary. The system impedance measurements were within normal range. The field representative programmed this s-ICD to primary vector and smart pass was reenabled. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.